Manufacturer narrative:
A company service rep checked the system and found it met specifications. Root cause: the surgeon stated that the facility staff had changed settings without his knowledge. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report mailed in to FDA on: 08/30/2007.

Event description:
The nurse reported an unplanned vitrectomy, caused by a posterior capsule tear. Additional information received in 2007, from the surgeon stated that the settings were changed by the staff without his knowledge. He did not blame the system. He also declined to completed the questionaire. No additional information is expected.